Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. Then, a few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device can be interrogated. The device and electrode remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device can be interrogated. The device and electrode remain in service. No adverse patient effects were reported. Additional information was received that the device emitted tones and it was suspected that the battery of the device was depleting prematurely. Disk analysis was performed which confirmed the battery was depleting faster than expected. An ablation procedure was expected along with device replacement in the future. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced with a transvenous device. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device can be interrogated. The device and electrode remain in service. No adverse patient effects were reported. Additional information was received that the device emitted tones and it was suspected that the battery of the device was depleting prematurely. Disk analysis was performed which confirmed the battery was depleting faster than expected. An ablation procedure was expected along with device replacement in the future. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and replaced with a transvenous device. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving an inappropriate shock due to oversensing. It was noted that the morphology was wide. A few days later the patient received another inappropriate shock due to the oversensing of wide morphology. Technical services (ts) discussed with the physician the use of a magnet until the device can be interrogated. The device and electrode remain in service. No adverse patient effects were reported. Additional information was received that the device emitted tones and it was suspected that the battery of the device was depleting prematurely. Disk analysis was performed which confirmed the battery was depleting faster than expected. An ablation procedure was expected along with device replacement in the future. At this time, the device remains in service. No adverse patient effects were reported.